Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had prime fill anomaly. The customer¿s blood glucose level was unknown. The customer reported that insulin pump had cosmetic damage. The customer reported that chip in the casing of the insulin pump near the battery cap. The insulin pump will not be returned for analysis.